Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a missing sensor wire occurred. Additionally, patient stated that they experienced bleeing more than normal at the sensor insertion site. The sensor was inserted into the arm on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was reported that the sensor was removed without the transmitter attached. Dexcom labeling indicates: do not remove the transmitter while the sensor pod is still attached to the body.

Manufacturer narrative:
(B)(4). Date of event - correction describe event or problem - correction to statement "dexcom was made aware on (B)(4)2017, that on (B)(6)2017, a missing sensor wire occurred."

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, a missing sensor wire occurred.